Event description:
The customer reported that the system would take the fluoroscopic x-ray but would not display the image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fuse in video ac power distribution chassis was replaced. The system was tested and found to be working as intended and put back into service.